Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user reported experiencing an issue with the ilet system and dexcom g7 continuous glucose monitor (cgm) sensor. On (B)(6) 2024, the dexcom g7 cgm stopped pairing with the ilet, and a factory reset was performed on the ilet without resolving the issue. The user administered insulin via injections but ran out, leading to dka. The user was hospitalized on (B)(6) 2024 and was released on (B)(6) 2024. Upon release, the user stated that they required a replacement ilet system. Multiple further attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.